Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivery. The customer¿s blood glucose level was 20 mmol/l at the time of incident. The customer had treated high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. Reasons why customer alleged insulin pump was under delivering because they got high blood glucose and there was no insulin coming out. The device will not be returned for analysis.